Manufacturer narrative:
Device evaluation visual inspection: the hawkone was removed from the packaging and inspected. It was observed the distal assembly was fractured apart. The distal fractured off piece showed the proximal end of the tecothane with a smooth edge where it detached from the cutter window housing. The length of the fractured housing was approximately 6cm. The platinum iridium coils within the tecothane were stretched out proximally, past the tecothane. Biological debris was observed within the housing ID. It should be noted, no damage to the guidewire tubing was observed. The proximal portion shows the distal flush tool placed over the distal end at the fracture location. A radial fracture was observed between the anchor pockets and proximal end of the coiled segment of the housing. It should be noted the distal portion of the housing was separated from the rest of the device. It was not inside the dft. The proximal end of the separation showed a straight radial fracture. The cutter was retracted back into the cutter window. Functional testing: a 0.014" gw from the lab was front loaded both gw lumens of the distal assembly. No tears to the tubing was noted as the distal assembly was arched. Image review the customer provided a photo of the distal assembly fractured apart distal of the cutter window. The proximal segment of the hawkone showed the cutter window loaded inside the distal flush tool. The portion of the housing which fractured off shoed the proximal edge of the coils stretched out proximally past the tecothane. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a hawkone to treat a 4mm plaque lesion with 75% stenosis and little calcification in the distal right superficial femoral artery (sfa). The artery diameter is 5mm. A 6fr cook ansel sheath and a 0.014 terumo run through guidewire was used for the procedure. The IFU was followed. It was reported that the tip of the hawkone detached from the hinge pin. The nosecone detached while the flushing tool was advanced over it during cleaning. Balloon angioplasty was performed on the treated lesion and no additional atherectomy was performed. No patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.